Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors error c-34 and c-00. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, error c-00 occurred on vio dv integrated electrosurgical unit (iesu) or erbe. Customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse confirmed several errors c-34 and c-00 in the logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: they were no longer able to use the erbe generator for or during the surgery. The erbe has been replaced.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure was confirmed and replicated. During power-on test, the erbe error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator.